Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) keeps going to stand-by.

Manufacturer narrative:
Corrected field: d5, h6 (health effect ¿ clinical and impact code)a getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue. The fse calibrated the touch screen. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) keeps going to stand-by. There was no patient involvement and no harm to patient. It is unknown the circumstances in which event occurred.